Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Date of event: (B)(6) 2013.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that on an unspecified date in (B)(6) 2013, the patient noted a loss of power to the pump. The patient awoke during the night and she tested her blood glucose level to be 546 mg/dl. At that time, the patient experienced the symptoms of nausea, lethargy, increased thirst, frequent urination and headache. The patient corrected her blood glucose level with a bolus dose of insulin via the pump; she did not seek any medical attention. Troubleshooting revealed the pump¿s battery compartment was cracked, the battery cap had never been replaced, and the battery cap o-ring was visible. The manufacturer recommends the battery cap be replaced every six months. The patient¿s technique was incorrect by not replacing the battery cap and by continuing to use the product after noting the pump was damaged. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: a reboot observed in the black box. The daily insulin delivery totals correctly reflect user's programmed basal rates. No damage was found to the battery compartment. The battery cap was not returned with the pump. A test cap was used for testing purposes. Pump powers on normal with no alarms. The pump was exercised for 24 hours with no power issues occurring. The pump passed flow accuracy test and found to be delivering within required specifications. The pump was opened and no damage was found to the power circuit.